Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 during which the surgeon noted adhesions between the omentum, the hernia and the previously placed mesh. The mesh was separated from the hernia using a combination of sharp and blunt dissection. It was reported that the patient experienced severe pain, adhesions, mesh buckling, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/30/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia following surgery.